Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 600 mg/dl. Current blood glucose value was 277 mg/dl. Customer also stated that there was insulin flow blocked and resolved by complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.